Event description:
It was reported to boston scientific corporation that approximately six weeks after a pelvic floor repair procedure (date unk) using a pinnacle anterior/apical pfr kit, the pt complained that she has buttock pain when she is in a sitting position. The pain has since improved "a little." The physician prescribed neurontin for the pain. At a future date, he may inject a pain block.

Manufacturer narrative:
The lot number of the device is unk; consequently, the manufacture and expiration dates cannot be determined. Procedure/implantation date unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.